Manufacturer narrative:
(B)(4). S/w version 4.10d. Retainer ring missing. Customer returned pump for alleged cosmetic damage located at the reservoir tube on oct 21, 2021. Insulin pump received with missing retainer ring. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: scratched case, cracked keypad overlay, missing o-ring (reservoir tube), broken battery tube threads, stained keypad overlay, detached retainer, cracked case (battery tube), pillowing keypad overlay, end cap address label missing, and minor scratches on lcd window. In summary, the customers alleged damaged reservoir tube was confirmed by visual inspection where a broken reservoir tube and missing retainer ring was noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.